Event description:
It was reported that during the implant procedure, after the lead was connected to the device and in the pocket, oversensing was observed, normal pacing impedance. After four induction attempts, the shock impedance rose from 32 ohms to 53 ohms. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): lead was received with the helix fully retracted and the distal conductor distorted and fractured (overstress) within the connector. Distortion of the conductor indicates that both over rotation of the is-1 pin occurred to extend and retract the helix. Also noted was the defib conductor was distorted, the outer insulation breached cut, deformation/fracture in prox section of the inner coil, and extension problems.